Event description:
It was further reported that the loss of power was due to double disconnection of both power sources due to the patient being cognitive impaired.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported low power and low flow events were confirmed through log file analysis which revealed intermittent decreases in power consumption and estimated flows starting on (B)(6) 2023 and a gradual decrease in power consumption and estimated flows on (B)(6) 2023 leading to parameters below the normal operating range. Seventy-seven (77) low flow alarms were logged since (B)(6) 2023. Log file analysis also revealed a controller power up with an associated motor start event on (B)(6) 2023 at 14:36:56 within the analyzed period. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 78% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 19 seconds. As a result, the reported loss of power event was confirmed. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Information received from the site revealed that in addition to the reported low power/flow and an unexpected loss of power, the patient was admitted due to an acute renal failure. Hemodialysis therapy was performed. The patient and family decided to stop the therapy and subsequently the patient expired of multiorgan failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad fill ing, and/or inappropriate pump rotational speed. Per the instructions for use, renal dysfunction, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of renal dysfunction and multi-organ failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional product: serial# (B)(6) d9: yes return date 2024-01-22 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Internal inspection on the controller did not reveal any anomalies. The reported low power and low flow events were confirmed through log file analysis which revealed intermittent decreases in power consumption and estimated flows starting on (B)(6) 2023 and a gradual decrease in power consumption and estimated flows on (B)(6) 2023 leading to parameters below the normal operating range. Seventy-seven (77) low flow alarms were logged since (B)(6) 2023. Log file analysis also revealed a controller power up with an associated motor start event on (B)(6) 2023 at 14:36:56 within the analyzed period. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 78% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 19 seconds. As a result, the reported loss of power and low flow event were confirmed. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources as described in the reported event details. CAPA pr00551638 is investigating controller losses of power. Information received from the site revealed that in addition to the reported low power/flow and an unexpected loss of power, the patient was admitted due to an acute renal failure. Hemodialysis therapy was performed. The patient and family decided to stop the therapy and subsequently the patient expired of multiorgan failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow and low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, renal dysfunction, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of renal dysfunction and multi-organ failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:  1420 / expiration date: 31-mar-2018 / serial or lot#: (B)(6).UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-mar-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to an  acute renal failure. Also, the vad exhibited power below normal range, multiple low flow alarms,  and the controller exhibited unexpected loss of power. Hemodialysis therapy was performed. The patient and family decided to stop the therapy. Subsequently the patient expired of multiorgan failure.

Manufacturer narrative:
Corrected d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.